Event description:
The pt underwent implantation of a neurostimulation system in 1999 and experienced infection which was treated with partial removal of the device, ipg only, and antibiotic treatment. Another ipg was implanted 8 mos later and this also became infected. The lead and ipg were removed in 2001.